Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned to baxter and an evaluation was completed. A visual inspection was performed and the reported condition was verified. The cause of the condition was due to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign particle was found inside the cassette. There was no patient involvement. No additional information is available.